Event description:
Caller reported a malfunction on the pump with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Reportedly, the pump was replaced to resolve the issue, and the customer would reach out to their hcp to obtain a backup method of insulin therapy.